Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The mra procedure images included in the complaint underwent independent physician review. The assessment is documented below. The procedure images included in the complaint underwent independent physician review. The assessment is documented below. ¿the description is clear and supported by the imaging provided. The mr and angio and angio-CT images are clear and show that the stent is flattened and widened. It is difficult to assess if struts have been broken to facilitate the enlargement or whether it is only flattening. A clear reason for the enlargement, other than biological stress, is not visible from the images or information provided.¿ physician name and date reviewed: (B)(6) june 11th, 2025. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 07-may-2025 and 08-may-2025. [Additional information]: on (B)(6) 2025, mra images were added to the complaint file. On 08-may-2025, additional information was received. Per the information, on an unknown date, the 77-year-old male presented to the hospital with dizziness, and upon examination, an aneurysm was found on the m1 segment of the left middle cerebral artery (mca). Subsequently, the diameter of the aneurysm increased from 4 mm to 7 mm. The aneurysm was ¿plate-like,¿ 7 mm x 6 mm in size and 3 mm in height with a ¿blob¿ present. The aneurysm originated from the anterior temporal artery (ata). The information indicated that on (B)(6) 2016, the patient underwent a stent-assisted coil embolization using the 4.0mm x 23mm enterprise® 2 vascular reconstruction device (vrd) (enc402300 / lot# unknown). After the procedure, ¿the aneurysm has re-enlarged.¿ on (B)(6) 2020, the physician attempted to place additional coils but could not because the coil ¿was mostly wound inside a parent vascular. The procedure was completed after imaging was performed. On (B)(6) 2024, mra imaging showed that the enterprise 2 stent showed a tendency to enlarge. Digital subtraction angiography (dsa) was performed. The mra images will be reviewed by an independent physician. Updated sections: a.2, a.3a, b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient underwent a stent-assisted coil embolization that targeted the middle cerebral artery (mca) 9 years ago. After 9 years, follow-up magnetic resonance angiography (mra) showed that the main body of the 4.0mm x 23mm enterprise® 2 vascular reconstruction device (vrd) (enc402300 / lot# unknown) ¿was dilated around 7mm.¿ the patient¿s condition was not affected, and immediate intervention was not required. The physician is requesting information related to any other similar cases with the implanted device(s) becoming dilated or change in physical appearance. There was no negative impact to the patient. On 21-apr-2025, limited additional information was received. Per the information, the patient returned for the mra 9 years post-procedure as a routine follow-up. The mra imaging is not available. The patient is not negatively affected by the reported dilated stent.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event was not reported / known. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone is not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.